Manufacturer narrative:
H3 device evaluation - both drivers were visually examined by eye and with the aid of a 5x loop. The fracture planes for both drivers are heavily skewed relative to the driver's longitudinal axis indicating that the failure was not due to pure torsional loading.the remnant hexalobe on one of the drivers is twisted. Bending moments combined with excessive torque due to the out of spec torque handle are suspected as the cause for the failures but crack initiation due to prior usage can not be ruled out without a more detailed analysis being performed. It is unclear if a counter torque wrench was used during the tightening process. Proper counter torque wrench use would help mitigate potential bending moment loading. The returned offset torque-limiting handle was initially evaluated by the distribution quality tech finding when tested it left, right and locked in the middle however it was out of torque range. The readings are :123.282 in/lbs,123.121 in/lbs,121.214 in/lbs. All out of specification on the high range for this handle. Design torque specification is 106 in/lbs +/- 10% (acceptable range 95.4 - 116.6 in/lbs). Review of device history records found twenty-five (25) pieces of lot 3292mm were released for distribution on 3/13/2015 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.this report is number 2 of 2 mdrs filed for the same event.

Event description:
It was reported that a posterior lumbar fusion l3-l5 procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon tightening the lock screw, the tips of two (2) lock-screw torque drivers (39-rd-0060) broke off. One of the broken tips was able to be removed from the lock screw, the other was unable to be removed so it was smoothed down to be near flush with the screw. The lock screws were then "white knuckle" tightened utilizing the lock-screw inserter. There was no patient injury but there was a 30-45 minute delay because of the malfunctions.

Manufacturer narrative:
Patient information - unknown. Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the lock screw implanted in the patient. Occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00021).

Event description:
It was reported that a posterior lumbar fusion l3-l5 procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon tightening the lock screw, the tips of two (2) lock-screw torque drivers (39-rd-0060) broke off. One of the broken tips was able to be removed from the lock screw, the other was unable to be removed so it was smoothed down to be near flush with the screw. The lock screws were then "white knuckle" tightened utilizing the lock-screw inserter. There was no patient injury but there was a 30-45 minute delay because of the malfunctions.